Manufacturer narrative:
Ra has received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Myomectomies multiple - "surgeon performed an open myomectomy on a large fibroid. On the first activation on thick, fibrous tissue, the blade lever jammed. The surgeon was unable to unlatch the handle to release the jaws from tissue. The surgeon used a monopolar device to cut the tissue around the jaws. Surgeon completed the case with another eb040." Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed substantial eschar and tissue in the jaws of the device, and that the blade lever was locked in the retracted position. As blade movement improved upon cleaning the jaws as specified in the voyant® instructions for use (IFU), the root cause of a stuck blade lever is due to a substantial amount of tissue trapped in the jaws of the device. The IFU warns the user "do not attempt to seal vessels greater than 7mm in diameter with this device" and that "buildup of eschar can negatively affect sealing and cutting performance." Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.